Manufacturer narrative:
Covidien reset the connections and the missing segments began to show. (B)(4).

Event description:
It was reported to covidien that this monitor's display is missing segments. There was no pt harm.